Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient died. In (B)(6) 2013, the patient presented due to unstable angina (braunwald classification: iiib). Subsequently, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion# 1 was a de novo lesion located in the proximal left anterior descending artery with 75% stenosis and was 10mm long with a reference vessel diameter of 3. 50 mm. The lesion was treated with direct placement of 3.00x16mm promus element¿ plus drug-eluting stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient expired. Per death certificate, the patient died due to atherosclerotic heart disease. The other significant conditions contributing to the death of the patient were congestive heart failure, atrial fibrillation and hypertension. Autopsy was not performed.

Manufacturer narrative:
Describe event or problem, relevant tests/lab data, patient codes and device codes updated.(B)(4).

Event description:
It was further reported that per adjudication results stent thrombosis occurred.